Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. The patient reported intermittent increased pain on (B)(6) 2016. The clinical diagnosis was decreased therapeutic relief and a device diagnosis was not applicable. Reprogramming was performed on (B)(6) 2016. The event resolved without sequelae. The event was related to the device or therapy, not due to programming and not related to the implant procedure. Of note, the most recent programming and interrogation date prior to the event occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional of a clinical study reporting that the cause of the decreased therapeutic relief was not determined.